Event description:
A zoll patient service representative (psr) contacted zoll customer support while baselining a (B)(6) male pt to report the inability to complete a baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (will not baseline and adjust belt messages) have been confirmed. Upon investigation there was damage to the +5v wire in the distribution node to ECG-b cable, which caused an intermittent drop in voltage upon manipulation of the cable. The cause for the inability to base line and the adjust belt messages was the damaged wire. The root cause for the damaged wire cannot be positively determined but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.